Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with a dbs system which includes two extensions from the same lot. Model 6149, dbs lead, unknown implant date. It was reported ((B)(6)) the patient experienced an increase of parkinson symptoms on the right side. Lead diagnostics revealed multiple high impedances. The patient underwent surgical intervention on (B)(6) 2016 where the extensions were removed and replaced. Therapy has been restored.